Manufacturer narrative:
The device was received for evaluation. During functional testing, will not allow programming was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not allow programming during set up in the pediatric area. Therapy was delayed thirty minutes and the pump was changed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.